Manufacturer narrative:
The pump was removed without the field team on site, so unfortunately, the pump is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 63 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The access side was unknown. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was additionally receiving vasopressors and inotropes for hemodynamic support. The patient's medical history was notable for peripheral arterial disease/peripheral vascular disease (pad/pvd). During support, loss of distal pulses was reported, consistent with limb ischemia. The ischemia was reported to have begun during or after repositioning unit insertion and affected a single limb. Activated clotting times were reported to be between 160 and 180 seconds around the time of the event. Peripheral arterial disease/peripheral vascular disease was noted as a contributing patient factor. The ischemia was treated with a femoral-femoral bypass procedure, which resolved the loss of distal perfusion. The impella cp device was not removed due to the ischemic event. The patient survived to explant. Limb ischemia is a known potential complication associated with large-bore arterial access and may be influenced by compromised distal perfusion and underlying peripheral arterial disease/peripheral vascular disease. The impella cp device was successfully weaned and explanted 2 days later with no additional adverse events reported. While on support, the impella cp device operated at performance level 9 with expected flows of 3.5 liters per minute. The purge solution consisted of dextrose 5% in water with 25 units per milliliter heparin.